Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed unexpected power loss. Customer¿s blood glucose was unknown at time of incident. Customer states that even after changing the new battery alarm recurs. Customer advised to monitor the pump and call back if issue happened again. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms, unexpected restart alarm or unexpected restart/low battery/off no power alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and stained end cap sticker.